Event description:
Staff member popped off the cap to a razor to shave patient's chest and the entire guard for the razor and the razor itself popped off of the handle! This occurred in the MRI scanner room, which is standard practice: the razor was highly attracted to the magnetic field and narrowly missed the patient.